Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an error 20 while using the device update to update the pump. Reportedly, the customer was unable to continue the update process and is unable to use the pump. During troubleshooting with tandem technical support, it was indicated that the pump was "writing files 1 of 5". The customer unplugged the usb cable and reconnected back to the computer; however, the error recurred. The customer also attempted to switch usb ports and using a different cable; however, the error still recurred. There was no information provided regarding the customer's blood glucose level. It was confirmed that the customer had an alternate method of insulin delivery available.